Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is female and the baseline age is 84 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker memory in post-tavi patients: who should benefit from permanent pacemaker implantation?. Pacing and clinical electrophysiology: pace, 21 june 2018. Ebscohost, doi:10.1111/pace.13422. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports one case of lead endocarditis leading to pacemaker explantation, two cases of partial left pneumothorax secondary to subclavian vein puncture and one case of ventricular lead dislodgment. Additionally, the article reports patient deaths. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.